Manufacturer narrative:
Catheter model #: 8709, lot #: n095848035, implanted: (B)(6) 2007, explanted: unknown.

Event description:
It was reported that a confirmed motor stall was noted in the pump event logs with no motor stall recovery recorded. The motor stall was caused by patient having an MRI which lasted 2.5 hours the previous day. The health care provider was reading the pump on the day of the report and it still showed a stall; the hcp had checked the pump status numerous times. The hcp interrogated twice and also updated the pump and did not see the recovery logged; patient was not hearing alarms and was not symptomatic. The hcp updated the pump and noticed a log that read, "pump restarted due to restart command"; no medical or therapy problem was reported. They were unsure if they were hearing an audible pump alarm. The pump contained lioresal.